Event description:
It was reported that the patient presented in clinic for routine follow-up. The test results from the prior session were not being displayed. A diagnostics anomaly was verified and the pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.